Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(6).

Event description:
The end user reported circumferential redness to her peristomal skin and itching under the skin barrier white tape collar. The redness initially began when the end user was using products manufactured by (B)(4) and has continue. The redness extends outward approximately 13 mm and was described as "raw" in some areas. The end user indicated she has a peristomal hernia approximately the size of a small volleyball which does not allow the skin barrier to fit properly. The end user has noted stool (of varying consistency) on her skin in the same area she has experienced the redness and/or raw skin. The end user advised she changes her skin barrier every 1-2 days but, at times, finds it difficult to remove from her skin. The end user is currently using prescription desonate gel on the reddened areas of her skin. No further info was provided.

Manufacturer narrative:
It was discovered on may 5, 2015 that additional information was received on april 14, 2015 and was not captured on the initial MDR that was reported to the FDA on april 16, 2015- MFR# 1049092-2015-00212. Confirmation was also received that the complaint issue occured while the end-user was using a convatec product as well. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 05/14/2015.

Manufacturer narrative:
Additional information was received on 07/01/2015. Returned product was received and evaluation is no longer required. Product was destroyed on 07/01/2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/27/2015.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. Return samples were received; however this is a known complaint issue which has been investigated. The returned sample was evaluated to determine that it was indeed convatec product; the associated investigation supports that skin complications may occur with the use of ostomy products. No additional evaluation of the return sample is required. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 14, 2016.